Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels, the duration the pod was worn and symptoms experienced were not reported. It was reported that the pod adhesive completely separated from the infusion site (unspecified site) causing the cannula to dislodge. The patient was treated with intravenous insulin. The patient was discharged one week later, on an unspecified date.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.